Event description:
The central telemetry monitor suddenly lost a signal from 4 patient rooms. The patients were immediately moved to other rooms or placed on portable machines for cardiac monitoring. The manufacturer was immediately notified, and they were able to quickly correct the problem. The telemetry patients did not suffer any harm. Manufacturer response for telemetry monitor system, apex pro: the manufacturer came to the hospital and repaired the device.